Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. A device history record review was requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that open reduction internal fixation was applied to proximal tibial fractures on (B)(6) 2018. The surgeon could not connect drill sleeve to an lcp ptp (locking compression plate proximal tibia plate). The surgery was completed using the other drill sleeves within a 30-minute delay. There was no adverse consequence to the patient. In comparison with other drill sleeves, the surgeon confirmed after closing the incision that the drill sleeve in question had the shorter threads and the broken tip. The surgeon made sure that the missing tip had not been left in the patient¿s body with the following evidence: after the drill sleeve in question was set aside, a replacing drill sleeve was connected to the same screw hole, and a locking screw was secured to the plate. X-rays did not show any possible fragment in the body. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 323.042, lot: 9527778: manufacturing site: haegendorf, release to warehouse date: 31.jul.2015: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual investigation: the grooved conical tip of the lcp drill sleeve 5 f/drill bit ø4.3 is partially broken off. The broken off portions were not returned for investigation. Dimensional inspection: the sleeve outside diameter and the bore inside diameter were measured and found to meet the specifications. Document/specification review: the cause of the complained malfunction is a post-manufacturing caused breakage/damage due to mechanical overload to the device, therefore no document/specification review is required. Hardness review: the manufacturing documents were reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. The used material was stainless steel as required. The hardness was measured and is within the specification per relevant drawing. Conclusion: the received condition agree with the complaint description and the complaint therefore is confirmed. No manufacturing related issues that would have contributed to this complaint were found. The exact root cause of this event cannot be determined but the most probable reason is mechanical overloading. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.